Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier was broken and required replacement. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the customer performed a reboot, after which the biometric identification system appeared to resume functionality. The customer confirmed that technical support specialist (tss) connected remotely to the system using remote smart service and reinstalled the biometric identification component from the appropriate source. The tss confirmed that, following the reboot, the biometric identification system was functioning correctly. The system functioned as intended after the issue was resolved.